Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2, h6 and h11. Section b5: additional information was received on 13-jun-2024. Summary: per the information provided, the temperature indicator label on the inner pouch had been checked and was found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. The blood flow was not restricted due to the event. The event did not result in any delay to the procedure. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The incomplete expansion of the enterprise2 stent can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In this case, there were no reports of patient harm; however, the original surgical procedure plan was modified, as the vessel was dilated a second time after the stent placement. Dilating the vessel after stent placement is not considered normal practice, therefore, it is understood this intervention was performed to facilitate the complete expansion of the enterprise2 stent. Based on the surgical intervention performed to fully expand the stent and preclude patient harm, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (encr402300/8697620) was used for an endovascular embolization procedure. During the procedure, the user reported incomplete expansion of the enterprise2 stent. The physician attempted to open the proximal end of the stent by using the micro- delivery wire to massage the proximal markers, however, this was unsuccessful. The physician then used a balloon catheter (other brand) to dilatate the vessel, then completed the surgery. The event was reported as such, ¿incomplete expansion. It was reported that during the procedure, physician released the stent. The distal markers of the stent opened well, but the 3 proximal markers of the stent were converged which could not expand as expected. The physician used micro- delivery wire to massage the proximal markers, but proximal markers were still unable to open fully. The physician used a balloon catheter (other brand) for dilatation and then completed the surgery. The patient was stable currently.¿ no further information was made available at the time of this review.